Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the luer lock. Reportedly, customer continued to use the existing supplies for insulin therapy. Customer¿s blood glucose level was in the 130 mg/dl range.